Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the response button switch being damaged, causing the button to be intermittent. After further evaluation, there was contamination found on the various pcbs throughout the ca board. The root cause of the damaged switch was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.